Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) ¿ head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 proposed component code: mechanical (g04) ¿ head visual examination of the provided picture identified the explanted devices, bio-debris noted, however this cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.